Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. G2: australia. H3: customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient¿s articular surface was revised due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d1, d2a, d2b, d4, d6a, g1, g3, g4, g6, h1, h2, h4, h6, and h11

Event description:
It was reported that a patient¿s articular surface was revised approximately three weeks post implantation due to infection. The patient initially had swabs for infection which were positive and thus a poly swap and washout was performed.